Manufacturer narrative:
A pediatric ICU department reported a recent increase in catheter-related sepsis in patients with newly inserted central venous catheters. The facility reported using mepilex border lite and mepilex flex lite dressings in combination with hemagel, a locally produced third-party gel, at central venous catheter sites for several years. The reporter questioned whether the dressing could be contributing to the reported infections and requested information regarding the suitability of the product for covering central venous catheters. No patient-specific information, product identification, dates of occurrence, microbiological findings, device deficiencies, or further clinical details were provided. The reporter declined to provide additional information. Based on available information, mepilex border lite/flex lite is a soft silicone foam dressing intended for the management of exuding wounds and is not indicated for dressing or securement of central venous catheters. The absorbent foam dressing is opaque and does not permit continuous visualization of the catheter insertion site, which may delay recognition of local infection. In addition, the presence of an intervening hydrophilic gel may interfere with the dressing's soft silicone adhesion and may promote border lift and loss of an effective barrier at the catheter exit site. Repeated catheter movement and routine handling in a pediatric intensive care setting may further contribute to dressing disruption. Peri-catheter colonization associated with compromised exit-site protection is a recognized precursor to extraluminal migration of microorganisms to the bloodstream; therefore, a contribution of the dressing configuration to the reported events cannot be excluded. The concomitant use of hemagel, a third-party methacrylate gel supplied in a multi-dose tube and intended for superficial wounds, represents a separate potential source of contamination and a separate potential cause of adhesive failure. This aspect is being considered independently. Given that the reported dressing configuration has reportedly been used for several years, the dressing alone does not plausibly explain a recently observed increase in catheter-related sepsis. Catheter-related sepsis in critically ill pediatric patients is a life-threatening condition. Based on the limited information available, it cannot be excluded that the reported incident directly or indirectly led, might have led, or might lead to serious deterioration in health. However, no serious public health threat has been identified, as the reported use is outside the product's intended purpose and no pattern of similar events associated with such use has been identified.

Event description:
A pediatric ICU department reported an increase of incidents of catheter-related sepsis in pediatric patients with newly inserted central venous catheters. The facility has used mepilex border lite and mepilex flex lite dressings on central venous catheter sites for several years in combination with hemagel, a locally produced gel. The reporter questioned whether the increase of incidents of sepsis could be associated with the dressing and requested information regarding the use of the product to cover central venous catheters. No specific patient, procedure, device malfunction, clinical details, microbiological findings, dates of occurrence, or product deficiencies were provided. The reporter declined to provide additional information.